Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm or occlusion due to completely broken reservoir tube lip. Pump received with missing reservoir tube o ring.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. Insulin pump had no delivery alarm. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.